Event description:
Procedure: vats. According to the reporter: the stapler fired on the vessel but could not be released. The surgeon sutured around the vessel where the cartridge was locked and resected. The surgeon opened a new device to complete the case. Or time was delayed 15 minutes. Relevant medical history could not be provided.

Manufacturer narrative:
Initial report sent to FDA on 11/03/2008.